Event description:
Cryoablation procedure was performed (B)(6) 2012. The patient experienced phrenic nerve palsy approximately 120 seconds into the second ablation of the rspv and cryo was immediately stopped. Phrenic nerve recovered after several minutes, as observed by the physician pacing the phrenic nerve and observation under fluoroscopy. On (B)(6)2012, the physician reported that the patient is experiencing hypoxia due to possible phrenic nerve disfunction. As of (B)(4) 2012, the patient was discharged from hospital with still some phrenic nerve deficit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.